Manufacturer narrative:
Hologic technical support (ts) advised customer to clean workspaces and panther sample and reagent bays, as well as pay attention when uncapping tubes to avoid cross-contamination. Customer followed ts's suggestions and reported no further issues with abnormal numbers of positive samples. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run on panther instrument sn (B)(4) which had 90 positive samples. Customer noted when they process the new tubes, their gloves were getting repeatedly contaminated.

Manufacturer narrative:
Amended information in section b5 describe event or product problem. Customer reported one sars-cov-2 tma run on panther instrument sn (B)(6) which had 90 positive samples. Customer noted when they process the new tubes, their gloves were getting repeatedly contaminated. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. No worklist ID was provided, nor was there any indication of results being reported to patients.